Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had missing segment during the self test. The customer¿s blood glucose level was unknown. Customer stated that the screen was looks like bleeding. Customer stated that the self test failed. Customer stated that the screen was still discolored at the corners. Troubleshooting was declined. The insulin pump will be returned for analysis.